Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.  Omnipod dash insulin management system ¿ user guide.  Model: 18320.  18296-eng-aw rev b 06/18.  Blood glucose readings. Chapter 4 / page 56.  Warnings:  blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.  Living with diabetes.   Chapter 13 / page 176.  Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported that the patient had to seek medical attention for hypoglycemia. The patient's blood glucose levels dropped to 22 mg/dl while wearing the pod. Patient reported that he was driving with his son and due to decreasing bg levels, he "started to the point of confusion"; this resulted in patient hitting a tree. Patient's son gave a glucagon shot; patient's wife arrived on the scene and called 911. The patient was treated with cellcept, aspirin, prograf, famotidine, lisinopril, and sodium bicarbonate. Despite good faith attempts to obtain details, no additional information could be gathered regarding the medical event.